Event description:
It was reported that the patient was contacted by the reference hospital due to an alert received from the latitude system indicating low pacing impedance out of range related to the right ventricular (rv) lead. The patient went to the hospital and during the follow-up, the impedance was noted to be within normal range, however, noise was observed in the ventricular channel. Several positions and maneuvers were tested during the follow-up. In addition, the impedance measurements were noted to suddenly change and intermittent spikes were also observed. Reportedly, the patient stayed in the hospital. Technical services (ts) requested the device data for further review. The device system remains in service. No adverse patient effects. Additional information provided indicates the patient was not hospitalized and the hospital has decided to monitor the patient with the latitude system.